Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect due to the pump shutting down two days before. Customer's blood glucose was 116 mg/dl. Reportedly, the customer corrected the pump date and time and resumed insulin therapy.